Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for this right atrial (ra) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there was noise and oversensing related to the respiratory rate trend (rrt) feature of this device. Ts recommended that patient be brought into clinic for further testing. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, there has been intermittent noise on this ra lead that was oversensed resulting in atrial tachy response (atr) episodes. The clinic elected to turn off the ra lead as this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted due to high pacing impedances and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 240mm and 270 mm from the terminal pin from the terminal end. An x-ray shows two outer conductor fractures locate at approximately 175 and 240 mm from terminal end. A fractured outer conductor was observed at 175 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for this right atrial (ra) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there was noise and oversensing related to the respiratory rate trend (rrt) feature of this device. Ts recommended that patient be brought into clinic for further testing. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, there has been intermittent noise on this ra lead that was oversensed resulting in atrial tachy response (atr) episodes. The clinic elected to turn off the ra lead as this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted due to high pacing impedances and replaced with a new ra lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for this right atrial (ra) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there was noise and oversensing related to the respiratory rate trend (rrt) feature of this device. Ts recommended that patient be brought into clinic for further testing. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for this right atrial (ra) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. Technical services (ts) analyzed device episode data and found that there was noise and oversensing related to the respiratory rate trend (rrt) feature of this device. Ts recommended that patient be brought into clinic for further testing. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, there has been intermittent noise on this ra lead that was oversensed resulting in atrial tachy response (atr) episodes. The clinic elected to turn off the ra lead as this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this lead remains in service.